Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via telephone call that the insulin pump had alarmed for a compromised force sensor system during the prime, after being dropped recently. The blood glucose reading was 400 mg/dl. The drive support cap was sticking out. The caller declined further troubleshooting and was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the alarm. The pump was received with normal operating currents and passed the unexpected restart error tests and self test. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads and a cracked reservoir tube lip.